Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message appeared. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the device has been taking a long time to charge since about a week ago. Today, the pt started seeing a software problem screen. Details: 1-intellis 2-3.0 3-243 4-qf_port. The pt also stated the rtm heated up a lot. Pt had tried taking battery pack out which didn't resolve the issue. An email was sent to repair to replace the device. No symptoms were reported. (B)(6)2022 rpl 333743 rtg0234048 (con.): additional information received from the patient. It was reported that the patient's recharger was replaced previously but they were still receiving "software problem" messages and their controller was freezing. They would take the battery out but that would not resolve their issue. The patient reported two partial "software problem" screens on the call, one with "4. Spashpanal.c," and one with "4. Appe." They also reported seeing a "software problem" message with details "1. Intellis 2. 3.0 3. 243 4. Qf_port." A replacement device was requested.